Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced isolated standalone board. System initialized normally. X-ray status was enabled. System passed all testing. MDR codes: b01, c02, d02. H3, h6) the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, "stuck in initialization." Visual inspections showed components r1, r19, r20 and r21 were electrically over stressed. MDR codes: b01, c02, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225r, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not boot normally, and was stuck in initialization mode. Navigation was eventually aborted after the issue could not be resolved. As a troubleshooting step rebooted the system and reseating cables, but the issue persisted. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.